Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. During the procedure, the suture detached from the needle. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.